Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was unable to powered on. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was failed to open. A field service engineer replaced the drawer controller and pulse code modulation board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.